Manufacturer narrative:
On 17 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: 1 year after cemented tka, reoperation was required because the maximum flexion for this knee was around 90°. The cause for this problem should normally be sought in soft tissue tension, scar tissue, joint balance. It is not an intrinsic problem of the implanted prosthesis. Batch reviews performed on 27 march 2017. Lot 150305: (B)(4) items manufactured and released on 22 april 2015. Expiration date: 2020-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert ps fixed size 4/10mm, code 02.07.0410psf, lot. 136093 (k090988) (B)(4) items manufactured and released on 10 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of having only 90 degrees of flexion (limited range of motion). The surgeon downsized the femur to a size 3 and swapped the poly. The surgery was completed successfully. X-rays are available. Explants are not available.